Event description:
It was reported by the risk manager following a heart catheterization to eval the left internal mammary artery (lima), a 6f angio-seal vip was deployed in the right femoral artery. A pre-deployment femoral angiogram was performed; peripheral vascular disease (pvd) was present in the right femoral artery (rfa). A slight ooze continued after deployment. Later, thrombosis of the artery occurred and the pt went to the or for an exploratory repair and embolectomy of the right femoral artery. The angio-seal was removed. The clot specimen sent to the pathology lab revealed the anchor to be separated from the collagen sponge. Suture was attached to the collagen sponge. The pt recovered and was discharged home.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the vessel thrombosis could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.